Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. DHR review results: released quantity was 302,400. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 1048986 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that the bd luer-lok¿ tip syringe unit package was damaged. This event occurred 2 times. The following information was provided by the initial reporter: "tears and rips on the blister pack of two of the bd 1ml syringe luer-lok."

Event description:
It was reported that the bd luer-lok¿ tip syringe unit package was damaged. This event occurred 2 times. The following information was provided by the initial reporter: "tears and rips on the blister pack of two of the bd 1ml syringe luer-lok."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-dec-2022. H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, it was observed that an area of the flange was severely discolored with an embedded foreign matter that extended slightly down the neck of the barrel. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. These defects are occurring at an expected rate so no corrective actions will be made at this time. No samples displaying the torn package defect were received, thus the condition could not be confirmed. A device history record review was completed for provided lot number 1048986. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.